Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.

Event description:
It was reported that, "upon impaction of the implant the back rail broke. We used a 2nd implant of the same size."